Manufacturer narrative:
As no further information concerning this product is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the field representative mentioned that the communicator power cord has frayed wiring. No adverse patient effects were reported.